Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a sales representative via (B)(4) that an ar-6480 pump is outflowing fluid at a non-uniform rate. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 complaint unconfirmed unable to replicate the issue. The power supply functions but the serial number and lot number of the capacitor 17jx3m require replacement. There was physical damage found to the top cover, bottom cover, bezel, lcd touch screen, both door covers. The software label needs to be updated from v1.10 rev.33 to v1.10 rev. 38. There are also 4 missing bumpers and 1 missing molex cap. See vendor evaluation.